Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. The device was returned to olympus for evaluation. The evaluation confirmed the reported probe damage error. The device was tested with an olympus electrosurgical generator (usg-400/esg-400) and a probe check was performed. The device failed the probe check and an error code ¿u509¿ displayed. A visual inspection on the device found some tissue build up on the teflon pad; however, it was found with normal wear and no metal exposed underneath. The distal end of the device was inspected under a microscope and found a crack on the probe causing the probe damage error. Based on similar reported events, the cause of the reported probe damage could be related to the operator¿s technique. The instruction manual provides several warning and caution statements in an effort to prevent damage to the probe unit. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information is received at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during an unspecified procedure, a probe damage error displayed. A different hand piece was used to complete the procedure. No patient injury reported.